Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced itching and cellulitis at the ipg site following a recent ipg replacement procedure. Infection was ruled out with blood tests. Patient had a reaction to the surgical skin adhesive. As a result, the entire system was explanted on (B)(6) 2025 to address the issue.